Event description:
Item number 216704 (needle 1/2 circle taper) broke during use.

Manufacturer narrative:
No sample of the broken needle was received from the customer. Therefore, an investigation cannot be performed. Device not returned.

Event description:
Item number (B)(4) (needle 1/2 circle taper) broke during use.